Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application displayed dots in the electrograms (egm). Troubleshooting steps were advised to include considering turning off other equipment that may produce electrical interference and also turning off wireless fidelity on the host tablet with a view to resolving the issue. It was reported that the implantable pulse generator (ipg) exhibited possible electromagnetic interference and when ¿interrogate all¿ was performed it was noticed behind the interrogate all popup that the device was pacing at vvi 30. The ipg remains in use. No patient complications have been reported as a result of this event.